Event description:
It was reported that the syringe expressed air and blood leaked from the plunger end of barrel. No patient injury reported.

Manufacturer narrative:
Received for investigation one 1ml syringe decontaminated, in a bag with no other components or packaging present. Review of photo from customer shows blood, spread from the top portion of the barrel to the luer tip of the syringe. This amount of blood would not likely to be present if there was leakage past the plunger tip. The 1 ml syringe was tested colored water was added for better visual. Syringe functioned as expected no leakage was observed. Based on the provided sample, the event reported by the customer problem could not be confirmed. No further action will be conducted at this moment. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly. Device history records review found no discrepancies or anomalies relevant to the complaint. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.